Manufacturer narrative:
09/28/2009 customer letter sent with evaluation results. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance related to this event.device evaluation: characteristic markings on the valve indicate a suture was looped around commissure 3. Suture track and permanent indentations were present on the free margin of leaflets 2 and 3. These indentations were most likely left by a suture that was tied tightly down and against the posts at the cusp 3 commissure. No visible inconsistencies were noted in the x-ray.

Event description:
Patient implanted with a pdl at l4-l5 showed perfect placement 3 weeks status post. At 6 weeks status post, the patient reported an odd sensation with pain; x-rays revealed that entire pdl had come out of the vertebral body. The patient was revised to an alternate system. This is the second of three reports for this event.

Event description:
Reportedly, the device was explanted after implant due to regurgitation caused by suture loop. Per the customer report as received by the sales rep, "the device was implanted to correct tricuspid stenosis and regurgitation in 2009. During tricuspid valve replacement procedure, regurgitation due to suture loop jamming was observed. Valve was explanted at implant in 2009. 6900p27mm was implanted for a replacement."

Manufacturer narrative:
The device will be returned for evaluation. The device history record (DHR) review has been started. No patient information was provided. 06/25/2009 there is no indication that an echo was conducted, but it has been requested. Received response sales rep will request echo during next visit. Discussion with ew principal engineer on 06/25/2009 - this is considered off label use. Customer letter will be sent with evaluation results. This was determined reportable per edwards lifesciences procedures.